Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a vessel closure of an unknown vessel using three perclose devices relative to an unspecified procedure. Reportedly, all three devices failed. An unspecified method was used to achieve hemostasis. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, three proglide suture breaks were noticed upon deployment of the devices. The sutures of two new proglide devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose closure devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure of an unknown vessel using three perclose devices relative to an unspecified procedure. Reportedly, all three devices failed. An unspecified method was used to achieve hemostasis. No additional information was provided.